Manufacturer narrative:
(B)(6). The device was returned to the factory for evaluation on 10jun2020 and an investigation was conducted on 25jun2020. A visual inspection was conducted. Signs of clinical use was observed. Charred tissue and blood was observed on the heater wire. Microscopic inspection was conducted. The heater wire was observed to be slightly flexed away from the hot jaw, remaining attached at the base and at the tip of the hot jaw. No other visual defects were observed. Based on the return condition of the device, confirmed for the analyzed failure "material twisted/bent". The device was evaluated for electrical/cautery function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test. The device did not activate, therefore tissue could not be transected (5) times. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance test was conducted to evaluate the device function. The resistance value was measured at 0.000 ohms. The device failed the temperature measurement test. The tool handle was opened to evaluate the internal switch. The switch was examined under microscopic camera. No residue or contamination was seen on or around the switch. A continuity test was performed from the switch to the jaws, which determined that the switch was a malfunctioned switch that resulted in the reported failure ¿electrical issue¿. Based on the returned condition of the device, the reported failure ¿electrical issue" is confirmed. The analyzed failure "material twisted/ bent wire¿ was confirmed. Specific actions for the reported analyzed mode "material twisted/bent" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h6 device code - corrected to failure to delivery energy; h10 - corrected to reflect ¿failure to delivery energy. Trackwise # (B)(4). The device was returned to the factory for evaluation on 10jun2020 and an investigation was conducted on 25jun2020. A visual inspection was conducted. Signs of clinical use was observed. Charred tissue and blood was observed on the heater wire. Microscopic inspection was conducted. The heater wire was observed to be slightly flexed away from the hot jaw, remaining attached at the base and at the tip of the hot jaw. No other visual defects were observed. Based on the return condition of the device, confirmed for the analyzed failure "material twisted/bent". The device was evaluated for electrical/cautery function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test. The device did not activate, therefore tissue could not be transected (5) times. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance test was conducted to evaluate the device function. The resistance value was measured at 0.000 ohms. The device failed the temperature measurement test. An engineering evaluation was conducted. The tool handle was opened to evaluate the internal switch. The switch was examined under the microscopic camera. No residue or contamination was seen on or around the switch. A continuity test was performed from the switch to the jaws, it was observed that no power was emitted from the switch. The most probable root cause is a faulty/malfunctioned switch that did not produce power. It is undetermined whether a manufacturing defect caused or contributed to the malfunction. Based on the returned condition of the device, the reported failure ¿failure to deliver energy" is confirmed. The analyzed failure "material twisted / bent wire¿ was confirmed. Specific actions for the reported analyzed mode "material twisted/bent" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.